Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Replace the water filter according to the procedure described below¿ replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing.¿ based on the results of the investigation, a definitive root cause could not be determined. However, given the information provided, investigators believe that the problem occurred due to the user¿s failure to read the IFU carefully and follow the recommended cleaning practices. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus endoscope reprocessor was leaking from the filter installation port when replacing the water filter. It was also discovered that the water filter had not been replaced since the device¿s original delivery date. There was no patient harm reported as a result of this insufficient reprocessing. This report is related to reports with the following patient identifiers: (B)(6).